Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted due to poor lead position for pacing during a normal device replacement procedure. No further information is available.